Event description:
Asr revision; asr xl- right; reason(s) for revision: unknown. Asr with s-rom stem - stem details not given.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision, asr xl- right, reason(s) for revision: unknown. Asr with s-rom stem - stem details not given. Update received 11 july 2014. Legal letter received. Reference numbers, kid added. Implant date amended. Additional hospitals and surgeon added. Patient details, reasons for revision added. Three products added. New fields completed. Reason(s) for revision: alval, pain, difficulty walking.